Manufacturer narrative:
(B)(4). For the 510k number. The initial medwatch stated that there is no 510k number for the product code; however, this product is manufactured and distributed in the u.s. And there is a 510k.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown therefore a batch review was not performed. Labeling review finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter?s technical service center and reported a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during drain. The home patient (hp) disconnected to use the restroom and then reconnected right before the alarm occurred. The baxter technical service representative (tsr) explained the alarm and instructed the hp to start over with new supplies or finish the therapy using manual supplies. The hp elected to end the therapy for the night. The tsr also instructed the hp to notify the nurse about the alarm and missed therapy. There was no patient injury or medical intervention indicated at the time of the initial report.